Event description:
It was reported that the customer had a no delivery alarm and low battery alarm on the insulin pump. The customer's blood glucose level was 471 mg/dl. The customer treated with insulin pump. The customer was able to resolved the alarm by re-primed the insulin pump and it corrected itself. The customer was advised to call us when issues occurs and to save sets so we can replace. The customer also reported the low battery alarm on the insulin pump. The customer was advised to inspect and clean battery cap, insert new battery and monitor the insulin pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.